Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the clinic plans to continue monitoring remotely and routine follow-up appoinments and there were no adverse patient effects. This product remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor left ventricular (lv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts discussed troubleshooting options. This product remains in service. No adverse patient effects were reported.